Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal.

Event description:
It was reported that the right atrial lead exhibited an impedance of greater than 3000 ohms. The chest x-ray confirmed that the lead was dislodged. The lead was explanted and replaced.